Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular tachycardia while asleep. The implantable cardioverter defibrillator previously reported in monitor zone was reprogrammed successfully. The patient would continue to be monitored.